Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right grade iii ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade IV postoperatively. On (B)(6) 2021, mentor became aware that patient also experienced grade iii ptosis on the right side in addition to left side capsular contracture; baker grade IV. On (B)(6) 2021, mentor became aware that removal only surgery is (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of explant was (B)(6) 2022. Hence, field d6b has been updated to (B)(6) 2022 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).